Event description:
My device representative did not program my device before I left the clinic after surgery. I went home with a device that would not work. I charged the device multiple times and after a few hours the battery would be completely dead. The device also is not working on the side of my body that it is needed. FDA safety report ID # (B)(4).